Manufacturer narrative:
An internal biomérieux investigation was performed and a gram negative isolate was submitted by the customer for vitek® 2 evaluation due to the vitek 2 gn card identifying it as a klebsiella oxytoca on multiple runs. However, vitek® ms gave an identification of klebsiella pneumoniae. Additionally, indole testing as negative. The organism was subbed on tsab and tested on the customer lot and a random lot of vitek 2 gn cards, in duplicate. Vitek ms testing was also performed. On all four (4) gn cards tested, an excellent ID (98%) of k. Oxytoca was obtained. Vitek ms identified the organism as k. Pneumoniae, with a 99.9% confidence value. A comparison of card reaction results against expected results for k. Pneumoniae revealed one (1) atypical negative reaction (bxyl) and one (1) atypical positive reaction(5kg) that led to the incorrect identification. An increased number of atypical reactions can indicate contamination, mixed culture, use of non-recommended media, user set up error, or an atypical strain.

Event description:
A customer from the united states notified biomérieux of misidentification results when testing a patient isolate, obtained from a urine sample, with the vitek® 2 gn ID test kit (ref 21341), lot 2410505203. The isolate was tested three times with the same lot of vitek 2 gn cards. Each time, vitek 2 provided an identification result of klebsiella oxytoca. The isolate was tested three times with vitek® ms, and each time an identification of klebsiella pneumonia was obtained. The customer also performed an indole test, which was negative, indicating the strain is klebsiella pneumoniae. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.